Event description:
One patient sample with discrepant sodium results. Initial result gave 130 mmol/l; repeat gave 137 mmol/l. Erroneous result was not reported. The field service rep determined the cause for the discrepancy to be the air dry was incorrectly set, due to a loose jam nut, a set air dry and mix to proper specification. Performance tests were performed.